Event description:
It was reported that on (B)(6) 2013 a mitraclip procedure was performed implanting one clip (10200615/11). The mixed functional/degenerative mitral regurgitation (mr) grade was reduced from 3-4 to less than 1. On (B)(6) 2013 an echocardiogram control was performed and it was found that the mr grade increased again to 3-4. To treat the recurrent mr, a second mitraclip procedure was performed on november 6, 2013. During the second procedure, the previously implanted clip was found to be stable and attached to both the anterior and posterior mitral valve leaflets. The jet causing the recurrent mr was lateral from the previously implanted clip. Per the treating physician, the cause of the recurrent mr was not clear. Two additional clips were implanted lateral from the implanted clip reducing the mr grade to 1-2. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip steerable guide catheter, lift, support plate, stabilizer. It was indicated that the device is not being returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. A review of the device history record revealed no nonconformances that would have contributed to the reported event. The reported patient effect of worsening mr is a known potential complication associated with the mitraclip procedure, as listed in the mitraclip system instructions for use. Although a conclusive cause for the reported patient effect and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).